Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer trouble shot occlusions, but root cause could not be determined. Customer's blood glucose was ranged from 300-500 mg/dl. Customer reverted to manual insulin therapy.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer could not determine the root cause and reverted to manual insulin therapy. Customer's blood glucose ranged from 300 to great than 500 mg/dl.

Manufacturer narrative:
B5, g6(patient code).